Event description:
It was reported that during preparation for a coronary stenting treatment procedure the stent moved on the balloon. The physician was prepping to use a liberte' monorail coronary stent delivery system 3.50 x 24 mm in unk lesion, the stent slid backwards off the balloon unto the catheter shaft. The procedure was completed with another of the same device and no complications occurred.